Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) voltage level when received. Analysis of the device image revealed the device was drawing high current. Electrical testing was performed and confirmed high current drain from the hybrid. An anomalous capacitor was revealed to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) voltage level faster than expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.